Event description:
A malfunction alarm labeled as malf 9 was reported, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer had not previously reset the pump for this malfunction, so technical support provided instructions for resetting the pump, which resolved the issue, allowing the customer to continue using the pump. There was an agreement to call back if the malfunction code recurred.